Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) administered therapy in response to fast ventricular tachycardia (fvt) that the physician deemed unnecessary. Reprogramming was done. The device remains in use. No further patient complications have been reported as a result of this event.